Manufacturer narrative:
Hovertech was not notified of the incident until report was received from the FDA. The device involved in the incident was never returned to hovertech international, and there was no model number, lot number or serial number recorded from the suspect device by the facility. After further investigation at the facility, they found: patient had been on the hovermatt during surgery and in lithotomy position. Patient was also put into steep trendelenburg position. At the time, the patient then began to slip downward and the staff present felt that the slippage was due to the hovermatt. The follow up investigation indicated that there may have been an angel slider beneath the hovermatt, which should not have been used. There had been in-services on the use of the hovermatt since this date in (B)(6). The facility is also starting to use a different product called a steep trendelenburg positioning device and in-services have begun. There was no negative impact on the patient due to this incident. Staff has been retrained on use of the hovermatt. It does not appear that the hovermatt was the cause of the incident.

Event description:
Hovermatt was in place on the operating room table when the patient was placed in lithotomy position, prepped, and draped for surgical procedure. When the table was placed in trendelenburg, there was an observed lippage towards the head of the table. The plastic material component of the hovermatt was thought to be the cause of the slippage. The hovermatt had to be removed from the patient.